Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided

Event description:
The customer observed a falsely depressed tsh result on the architect i2000sr analyzer. The following data was provided for a female patient (B)(6) with previous surgical thyroid removal and currently taking eutirox and etatsizin: (B)(6), repeat 2.3946 miu/l. Initial tsh result were in normal range. Repeats 23.5 miu/l, 31.8 uiu/ml (on other methods). A new sample initial 2.12, repeated dilutions 15.53, 21.17, 23.64, 24.6, 36.84 miu/l there was no impact to patient management reported.